Event description:
The customer stated that the sample probe was spraying bloody diluent (5cc) on the unicel® dxh 800 coulter® cellular analysis system which was not contained. The instrument was giving partial vote-outs errors. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer found dried blood around the sample probe, wash block area was bloody. He replaced the probe and the wash block to address this issue. The system was verified with no further issues found. (B)(4).